Event description:
It was reported that during a device change out, externalized conductors were seen on the lead. No electrical anomalies were noted. The physician elected to keep the lead in service. The patient was fine following the procedure.